Manufacturer narrative:
(B)(4).

Event description:
The patient reported ineffective stimulation for 3 days. Reportedly, interrogation of the scs system was scheduled to address the issue. Follow-up identified multiple contacts on one lead showed high impedances. It was noted no lead fracture was observed under fluoroscopy. Reprogramming was attempted to no avail. Furthermore, surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up identified surgery took place during which time the lead was explanted and replaced with a new model. Stimulation was restored postoperatively. The issue is resolved.

Manufacturer narrative:
Corrected data: patient initials inadvertently entered incorrectly.